Manufacturer narrative:
Investigation conclusion: the customer report of an alleged error code 110.6021 was confirmed during testing and is believed to be the result of shorting contact traces. The shorting traces are believed to be caused by fluid contamination found in the circuit layer of the keypad. Testing performed on the returned keypad found the keypad immediately alarming for error code 110.6021 (keyboard failure). Previous cad failure investigations have identified this issue to be associated with fluid entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Device inspection: external and internal inspection was performed on (p/n tc10012515). During external inspection, the keypad was observed to be in good condition with no irregularities observed. During internal inspection, the keypad was found with signs of fluid ingress where the flex cable meets the circuit layer. Root cause analysis: the proximate cause of the customer report of an error 110.6021 is believed to be the result of shorting traces resulting from fluid ingress and corrosion entering the keypad circuit layer. Device history review: review of the pcu module (B)(6) service history record showed the device had a manufacture date of 13feb2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 20nov2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only a keypad was returned for investigation.

Event description:
It was reported that allegedly 110.6021 was identified, and therefore, the front case keypad of a pcu module will be replaced. Three was no reported patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly 110.6021 was identified, and therefore, the front case keypad of a pcu module will be replaced. Three was no reported patient involvement.